Event description:
It was reported that, "surgeon attempted to put insert in and did not seat on medial side. Tried to pry out to re-seat and locking wire fell out. New insert was used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.